Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "failure code 5503206660000 occurred" was confirmed during product evaluation. The root cause of this condition was not identified. Therefore, no repair was made to correct the reported condition. Additional information: this is involving a pump with software version 7.01.00 which is categorized as a colleague p1.7. A service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(6) that a colleague single channel monochrome infusion pump experienced failure code 550:320:6660000. This event occurred during set-up, but it is unknown where this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available. This is a case, which was reported to baxter (B)(6) on (B)(6) 2011. The complaint was received from (B)(6) hospital and refers to an incident involving a colleague single channel monochrome pump english v1.7(2m81517k) on batch/lot/serial number (B)(6). The reporter states that, "failure code 5503206660000 occurred". At the time of logging this is all the information that was available. The occurrence date is correct. A sample is available for evaluation . There was no patient involved.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.